Event description:
It was reported that the surgeon had inserted a three piece collamer lens before discovering the cartridge was cracked. Consequently, part of the lens was torn off in the cartridge. The lens was removed without any patient injury.